Event description:
Caller asked to review cl transmission regarding the atrial high rate episode. Caller states atrial lead is programmed unipolar due to earlier polarity switch dated (B)(6) 2022 for a low ra bipolar impedance. Numbers displayed on earlier cl are 114 and 95 ohms. Then bipolar impedance returns to the 400's ohms it had been running at previously. (B)(6) cl does show ffrw sensing on the atrial lead and other oversense that is difficult to discern whether myopotential oversense due to unipolar or lead noise. Consider when patient comes in to see if that oversensing can be duplicated with isometrics in unipolar and then test impedance, thresholds and sensing with movements in bipolar since the patient is not pacemaker dependent. Caller stated she was also going to inquire about procedures on that date of low bipolar impedance (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).